Manufacturer narrative:
The complaint product was returned for evaluation and was found to meet manufacturing specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by consumer stating that consumer experienced consistent discomfort, where it felt like there was something stuck in the eye, the pain and discomfort lasted through the weekend. Consumer's left eye got red and consumer went to optometrist and was diagnosed with eye infection and eye ulcer. The optometrist suggested that the cause was due to contact wear (monthlies, unknown manufacturer) which was a common reason for infection. The consumer received treatment with moxifloxacin 1 drop every 15 min for first hour than every hour. The current status of the consumer¿s eye was resolved at the time of this report. Additional information has been requested but not yet received.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).